Event description:
Consumer ea: I used hard to reach soft picks for the first time and when I pulled it out from between my teeth. It had fallen apart. I hoped to god that none were left in my gums but I wasn't so lucky. It's taken two weeks to figure this out, after going to the dentist twice he was going to perform a root canal on the tooth but we agreed I was having a serious gum issue, not tooth. He cannot lance it for me so, I have to go get oral surgery now, to remove these rubber pieces from my upper front right gum. I cannot begin to express how this has affected my life in such a negative way, not to mention all the weight I lost cause I can't eat, the sickness from all the abcessin. One rubber bristle came out 3 days later and another about 10 days later. I thought that was it but there are more in my gums. The second bristle came out dark grey so whatever else is stuck is probably up there rotting.

Manufacturer narrative:
The corrections to the original MDR submitted are as follows: 1. Section b.1. - checked product problem. 2. Section b.3. -added date of event- 01/12/2021. 3. Section e-1 - added initial reorter information. 4. Section g.3. - added date recieved by manufacturer- 01/12/2021. 5. Section g.7. - added adverse event terms - stuck between teeth, inflammation, abcess. 6. Section h.6. - added adverse event problem codes - 3165, 1690, 4613, 2907.

Event description:
Consumer ea: I used hard to reach soft picks for the first time and when I pulled it out from between my teeth. It had fallen apart. I hoped to god that none were left in my gums but I wasn't so lucky. It's taken two weeks to figure this out, after going to the dentist twice he was going to perform a root canal on the tooth but we agreed I was having a serious gum issue, not tooth. He cannot lance it for me so, I have to go get oral surgery now, to remove these rubber pieces from my upper front right gum. I cannot begin to express how this has affected my life in such a negative way, not to mention all the weight I lost cause I can't eat, the sickness from all the abcessin. One rubber bristle came out 3 days later and another about 10 days later. I thought that was it but there are more in my gums. The second bristle came out dark grey so whatever else is stuck is probably up there rotting.